Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash occurred. The pt had a 2.75 x 32 mm taxus liberte drug eluting stent, a 3.50x16 taxus liberte drug eluting stent, and a 2.50x16 liberte bare metal stent placed. Four months post the initial procedure the pt presented with rash. It is unk how the rash was treated. No additional pt complications were reported. Additional information was requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.